Event description:
It was reported the customer received a failed selftest alarm. The customer stated the alarm occurred every day for the past week. The customer's blood glucose was 17.9 mmol/l. The customer had taken a correction with the insulin pen. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The pump gave an alarm during the self test due to a faulty component on the remote frequency board. The pump also had minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.